Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed a false downstream occlusion message. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were reproduced while running a loaded set. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specification downstream sensor. The device required no tube and force sensor scale factor calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.